Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No other error alarms were noted in the alarm history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his child's insulin pump alarmed motor error after pump alerted him to high blood glucose. Customer does not recall any significant events leading to the error. Customer's blood glucose was 260 mg/dl at the time of incident and 466 mg/dl at the time of the phone call. Troubleshooting was done for motor error and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.